Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting this issue was first observed on 2025-02-11. The managing pain physician concerned that pump/catheter dispensed too much medication. Removed remaining volume and filled with normal saline. It was reported that there was an unsuccessful dye study and they scheduled a catheter revision. The cause of the patient's overdose was suspected blockage of catheter. The event resolved.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) previously and currently on saline at an unknown do se/concentration via an implantable pump for spinal pain. The patient reported that the pump went bad. Patient stated the catheter got clogged so the doctor made an appointment with healthcare provider (hcp) to operate on it. Patient then stated they heard a beep from the pump and they did not know where it was coming from. Patient later stated they figured it was from their stomach. Patient went to their doctor and they checked the machine and it was empty. The doctor shut the device off and had the surgery to correct the issue. After the surgery, the doctor told the patient they unclogged the clog but left in the pump. Patient mentioned the pump dispensed a large amount of medication and it should not have, it should have still been half full. Patient also stated they guess it leaked into the implant pocket and that was why they were feeling so bad/loopy and it gave them an overdose. Patient confirmed this all happened "a couple months ago" and denied the issue occurring around the time of a refill. Patient was feeling good and moving around and active. Patient denied any falls/trauma. Patient noted that they are an automobile technician so they would lean against the vehicle hoods which may have put pressure on the pump, they used to use a cushion to help. Patient stated the hcp was scared to fill the pump now so it currently had saline in it and running at minimum rate. Patient expressed they want to go back to using the pump therapy and was looking for guidance for that path.